Event description:
During post-dilatation the balloon ruptured at 16 bar. The patient was a (B)(6) old male.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The balloon of the returned pantera leo was returned in a deflated state and it appears as if it has been inflated. The device is well cleaned with no liquid residue in the inflation lumen. In addition, functional testing was performed and the balloon opened normally. The pressure was increased up to 14 atm but no leakage could be detected. Moreover the balloon surface was inspected under microscope and no balloon damage was found. Thus the reported event could not be reproduced. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.